Event description:
The reporter experienced an event he was found "passed out". His blood glucose results were 72 mg.dl, 24 mg/dl, and 169 mg/dl on the accu-chek voicemate system. The blood glucose comparisons were obtained within a 10 min time frame . The paramedics treated the reporter with IV therapy (unk contents). The reporter felt better 45 mins - 1 hour after treatment. New system sent to customer and return requested.